Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735798, h6: multiple annex a codes were coded for this event. A05 was coded for no lights on the camera. A1102 was coded for the localizer not connected error. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying "localizer not connected" and there were no lights present on the camera. The manufacturer representative (rep) swapped camera carts and cart-to-cart cables with no effect.  The manufacturer representative (rep) pulled apart arm and the bulkhead was not connected. The rep reseated and the issue continued. Checked the power over ethernet (poe) and there was no led on the top. The rep swapped the v4 connection from the poe into the v3 connection and still no led. The rep put the v4 in v5 and again no led. There was no patient involvement.

Manufacturer narrative:
H3/h6: the poe injector, lot number: 9b006705drc13, was returned and analyzed. The returned poe injector failed a functionality test. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the power over ethernet (poe) injector was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, fdc d02 previously reported are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.